Event description:
New information noted that the bluetooth was reset using a magnet. The implantable cardiac monitor was able to be interrogated successfully by the programmer, but was still unable to connect with the patient's phone, despite troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. The implantable cardiac monitor could not be interrogated and could not connect to the patient's phone. Rebooting the bluetooth chip was discussed; however this has not happened. The device remained implanted. No further information could be obtained.